Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 38mm amplatzer septal occluder (aso) was implanted using a 12f amplatzer torqvue 45 delivery system (dtv45). After the aso was released and the dtv45 was removed, a 14f sheath (model unknown) was inserted as the physician was concerned about the potential for embolization due to ivc rim deficiency. The patient was transferred to the ICU for monitoring. Five hours post-procedure, the patient experienced an arrhythmia. Several hours later, a transesophageal echo revealed that the aso had embolized into the right atrium. A 12f amplatzer 45 exchange system (eitv) and snare were inserted through the 14f sheath still in place to attempt to retrieve the aso percutaneously; however, after the aso was snared it could not be retracted into the eitv or 14f sheath. With the snare still in place, the eitv and 14f sheath were removed and replaced with a 19f sheath (model unknown). The 14f sheath and 12f eitv were inserted through the 19f sheath and the aso was successfully retracted and removed along with the various sheaths without any further issues. The patient is going to be referred for surgical closure at a later date.